Event description:
Follow up by the company representative revealed that the error message was observed once again indicating that the vns had rebooted, was currently disabled, and was not supplying stimulation. Review of the tablet data received revealed the times of the latest reboots and that no reboots had occurred prior to two days after implant. The generator reported 0.31 magnet stimulations per day since the last visit and 0.00 autostim stimulations per day since the last visit. During a visit to the clinic with the manufacturer present, the patient's family reported that they had felt something was wrong as the patients tics had been bad (it was felt that the vns helped with the patient's tics.). And the patient had a seizure while traveling. The patient's mother could not recall anything memorable at the time of the reboot. It was stated that the patient would have been at home at that point, which was the case when the last disablement occurred. The updated tablet data was downloaded and diagnostic testing was within normal limits. The patient's mother reported that during recent seizures they did not see any changes in a seizure during a magnet swipe, but this can be an expected event as the magnet is not expected to abort every seizure and was not indicative that the vns had been disabled. Internal investigation has identified that the root cause of the unexpected device reboots is related to a hardware bug within the microcontrollers used in these devices and interaction with the device firmware.

Event description:
The patient had their device successfully updated with a firmware upgrade created to correct for the m1000 hardware reset issue. No additional information has been received to date.

Manufacturer narrative:
Internal field number: (B)(4).

Manufacturer narrative:
Voluntary medical device correction (remedial action) was initiated by the manufacturer on 08/22/2019, and the physician was provided a notification letter with recommended actions.

Event description:
Follow up by the company representative revealed that the vns was interrogated and found to still be enabled with no error code 6 present and the normal mode was working as expected.

Event description:
It was reported that the patient's m1000 vns generator had an unexpected settings change when interrogated. It was stated that an error message was observed indicating that the stimulation was not being provided. The company representative clicked "ok" and dismissed the message. The output current was shown as 0.75 ma, magnet as 1.00 ma, and autostim was disabled. The patient's previous settings were 0.875 ma for autostim. The company representative turned on the autostim, but was unable to verify the heartbeat. The company representative ended the session and re-interrogated the vns. The autostim now showed as programmed to 0.875 ma. Based on a review the tablet data received to date, the time of the reboot of the device, which resulted in disablement of settings, was identified. No other issues were identified in the decoder. The tablet data from the company representative present at the patient's implant surgery was reviewed later and no reboots or anomalies were identified. Internal testing is being performed as to the root cause of the event. No additional relevant information has been received to date.